Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. An x-ray was done. The position of the device and electrode are not appropriate. The physician may revise the system in the future. The device was reprogrammed, and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. An x-ray was done. The position of the device and electrode are not appropriate. The physician may revise the system in the future. The device was reprogrammed, and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental was done to add: patient date of birth, patient sex, and the device serial number and implant date.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a150202. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. An x-ray was done. The position of the device and electrode are not appropriate. The physician may revise the system in the future. The device was reprogrammed, and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the pulse generator and the electrode have been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise. An x-ray was done. The position of the device and electrode are not appropriate. The physician may revise the system in the future. The device was reprogrammed, and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. An x-ray was done. The position of the device and electrode are not appropriate. The physician may revise the system in the future. The device was reprogrammed, and the patient will be monitored via the latitude system. There were no additional adverse patient effects. The system remains implanted. On (B)(6) 2026: both the pulse generator and the electrode were explanted and replaced. Reason for not product return: discarded in facility